Event description:
Six hours after the initial procedure the pt complained of chest pain and increase in st was observed. Cag was conducted and thrombus was observed inside the implanted cypher. Aspiration was conducted, but thrombus could not be fully aspirated, therefore poba was conducted and a 3.5x23mm cypher des was implanted at 16 atms for 45 seconds distal to the initial cypher in an overlapping fashion. Then a second 3.5x18mm cypher des was implanted at 20 atms for 45 seconds proximal to the initial cypher overlapping it. The pt is currently in stable condition. Physician's comment: the possible cause of the thrombotic event was because the original cypher was implanted distally than intended and dissection might have occured during the post-dilation. The procedure was an emergenct case due to ami. The target lesion was the proximal rca. The lesion was denovo and cto. Pre-procedure stenosis was 100%. Lesion classification was type b2. The lesion length was 23mm and vessel diameter was 3.75mm. Pre-dilation was conducted with a 3.0x15mm balloon at 12atm for 50 seconds. A 3.5x23mm cypher des was deployed at 16amts for 45 seconds. Post-dilation was conducted with a 3.75x20mm balloon at 11 atms for 60 seconds. After the post-dilation, a dissection was observed and was treated by a balloon, but the details fo the treatment are unk. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. There was untreated lesion proximally to the implanted cypher because the cypher was implanted more distally than originally planned. Act was not measured. Anti-platelet therapy conducted is the following: aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, heparin 10,000u and cilostazol 100mg/day.